Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Unknown- "whilst using product, tip and balloon broke in the patient's artery in his leg. Have decided to leave in patient for the moment but may need to remove on a later date. (B)(6) consultant using the product." Intervention - "at the moment, decision to leave in the patients leg as deemed safer option as flow is occuring." Patient status - "will need to evaluate as time progresses."

Manufacturer narrative:
Additional information was requested and provided by the customer. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the catheter was damaged. The catheter had a radial ruptured balloon close to the proximal winding. The distal portion of the unit, including the distal winding and the spring tip were not returned. The catheters are designed in such a way that the proximal winding will slip or the balloon will burst under excessive force. This design prevents the force from being applied to the catheter body and breaking inside the patient, and also prevents excessive force from being applied to the vessel itself. Therefore, to break the spring tip, a considerable amount of force must be placed on the catheter. The instructions for use (IFU) warns, "do not exceed the maximum pull force specification as balloon rupture and catheter separation may result." Additionally, it is unknown under what conditions the device was used. The IFU cautions the user that balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel.